Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant c reactive protein (rcrp) result. Quality control (qc) was in range on the day of event. A siemens customer service engineer (cse) was dispatched to the customer site. The cse checked cuvette window 3 and it was dirty. The cse undertook preventive measure for cuvette window. The cse checked for liquid leaking from reagent arm 1 (r1) drain, reagent arm 2 (r2) drain, reagent tray, and no issues were observed. The cse did not observe a problem with the cuvette formation. As per the dimension exl 200 operators guide, when an abnormal reaction flag is obtained the customer is instructed "what to do: this result cannot be reported. Align the sample and reagent probes, and then rerun the sample."a siemens headquarter support center (hsc) specialist reviewed the event information. The cause of the discrepant result is attributed to the dirty windows. Dirty windows impair the ability of the instrument to accurately read the change in absorbance. The cause of the flagged result being reported to the physician(s) is a user error. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely high c reactive protein (rcrp) result was obtained with abnormal reaction flag on one patient sample on a dimension exl 200 instrument. The discordant result was erroneously reported to the physician(s). A new sample was tested on the same instrument, and recovered lower. A corrected result was reported to physician(s). The customer reported that the patient had five attempts of failed cerebral spinal fluid collection. It is unknown if the recollection was due to the discordant result reported for the patient. There are no reports of adverse health consequences due to the discordant c reactive protein (rcrp) result.